Event description:
It was reported that the patient alert triggered for device electrical reset. It was also reported that device interrogation showed that a rest had occurred and was caused by a parity error detected during a routine memory integrity check. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters: there was one power on reset (por) for critical ram parity error, addr=00c4, data=04 on (B)(4) 2012 04:00:00. There was one patient alert for por on (B)(4) 2012 04:00:00. Parity error log, addr=2234, data =00, on (B)(4) 2011 13:47:30.